Event description:
It was reported that during post stent deployment, the catheter balloon ruptured, the catheter was removed without pt injury or further complication being reported. No replacement catheter was necessary.

Manufacturer narrative:
Block h6, method code 86, assigned as no product was returned for testing. Block h6, conclusion code 68, assigned as the product was used against its labeled indications.